Event description:
Additional information was received as follows: it was confirmed that a fem-fem bypass was performed on an unknown date.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 79.2 mm abdominal aortic aneurysm. It was reported that the patient presented with occlusion of the right limb ipsilateral limb of the stent graft. The occlusion did not involve the contralateral limb or the flow divider. There were no kinks or compression. The patient will be monitored. No additional clinical sequelae were reported. Review of returned pre-implant films showed a calcified right common iliac artery and 23 mm diameter distal aorta may have contributed to the contralateral limb occlusion.

Manufacturer narrative:
(B)(4). Eval, method: (film). Results: inherent risk of procedure (stent graft occlusion); patient¿s condition affected effectiveness of device (calcified right common iliac artery and narrow distal aorta). Conclusion: known inherent risk of procedure (stent graft occlusion); device failure related to patient condition (calcified right common iliac artery and narrow distal aorta).